Event description:
It was reported that during a da vinci si total benign hysterectomy procedure the needle kept slipping in the mega needle driver instrument. Nothing fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint. Failure analysis was unable to replicate the issue. The instrument passed a suture test. There were no visible signs of damage on the grip tips. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.